Manufacturer narrative:
A steris service technician arrived onsite and spoke with facility personnel regarding the reported event. Facility personnel stated that the procedure was fluid intensive, and the table was saturated with saline solution. The technician inspected the table and observed evidence of fluid intrusion within the base of the table and evidence of smoke damage around the power supply. The fluid intrusion caused the electrical components within the base of the table to short which resulted in the reported event to occur. While onsite, the technician replaced the power supply, properly sealed the column shrouds, tested the table, and confirmed it to be operating according to specifications. In the event the amount of fluid present during the procedure exceeds that for the ipx4 rating, it is at the user facility's discretion to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The technician counseled the user facility on the proper use and operation of their surgical table, specifically ensuring the table is properly draped. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table began to smoke. The patient was transferred from the table and the procedure was completed successfully.